Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006 the patient underwent an l5-s1 tlif posterior fusion surgery using rhbmp-2/acs with local bone and cage with posterior instrumentation. On (B)(6) 2012 that the patient underwent an anterior cervical discectomy and interbody fusion using bank bone at c4-7 with titanium anterior plate and rhbmp-2/acs. Subsequently, patient now suffers from injuries including chronic pain syndrome, neck pain, back pain, unwanted bone growth, herniated bulging discs, deterioration of the spine, cervical radiculopathy, anxiety, and narcotic dependence from prescribed painkillers.

Event description:
It was reported that the patient underwent an unspecified surgery using rhbmp-2/acs. Post-op, the patient has developed severe sciatica (predominantly right); some weakening and some loss of balance; and ectopic bone growth-which was noted on a MRI.

Event description:
It was reported that on: (B)(6) 2006: the patient was pre-operatively diagnosed with l5-s1 isolated disc resorption with posterior disc herniation. As per op -notes¿ we then took the bone graft that we had, took the autograft bone and placed it in a 6 x 30 cage and the rest of it was mixed with a large bmp which was morselized. We took half of the bmp and placed it anteriorly into the disc space. We then impacted the 6 x 30 cage in the middle posterior aspect of the disc space. No complications were reported¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.